Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced due to a lead addition. The patient was doing well postoperatively and explanted ipg will not be returned.